Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the ICD exchange procedure externalized conductors were observed. Programming changes were made and the patient is doing well. The lead remains implanted.